Event description:
A user facility reported that a novalung console had multiple alarms with flow sensor failures which led to the pump stopping during a patient¿s treatment. The patient was reportedly 100% dependent on extracorporeal membrane oxygenation (ECMO) support. As a result, the console was replaced immediately. The log files were reviewed and indicate that the alarms were related to a CAPA that was opened for flow measurement issues. The alarms that went off were #206 and #208. The event occurred 11 days after the start of treatment. No other troubleshooting steps were taken before the console was replaced. The alarms were caused by a failure of the sensor box, which was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sensor box and flow sensor were returned to the manufacturer for physical evaluation. During examination, it was found that the supply voltage of the digiflow-mini1 board was within the specified range. No contamination could be detected on the contacts either. The conversion of the sensor box was carried out correctly, the correct cable was used, and the polarity was correct. Based on the results of this investigation, a reason for the failure could not be determined. An endurance test was then performed on the associated flow sensor, and the results were positive. The log data of the console showed an error of the flow measurement occurred multiple times, however, no pump stop due to the alarms could be observed. A review of the device history record (DHR) found there were no non-conformances during the manufacturing process. However, it was found that the sensor box included components with a problematic material combination. As part of the measures of a CAPA, the connecting cable between the fuco board and the digiflow-mini1 board had already been replaced. The alarm message is a known issue, and the described situation is adequately addressed in the instructions for use (IFU). The flow measurement alarms occurred most likely due to an internal communication problem in the sensor box. During examination and testing of the sensor box and flow sensor, the failure could not be reproduced. Connectivity of the electronic components showed no abnormalities and the sensor box worked without failures for several weeks. A definitive conclusion regarding the flow measurement alarms could not be reached and a cause could not be confirmed.

Event description:
The console was inspected by a field technician, but no parts were replaced or adjusted. The console was taken out of service, and the flow sensor was returned for evaluation along with the sensor box.